Event description:
As reported, patient was implanted with a galaflex mesh on (B)(6) 2017. On (B)(6) 2018 patient was diagnosed with left breast implant failure to integrate and dimensional collapse . On (B)(6) 2018 30 cc yellow thick fluid was aspirated in the office. On (B)(6) 2018 10 cc yellow lipid fluid was aspirated. As reported the galaflex scaffold was collapsed and not attached to skin flap anteriorly that incision and drainage performed. As reported, the treating surgeon identified the condition of the left breast device failure to integrate and dimensional collapse as not caused by the use of the galaflex (p4hb) implant used to treat the patient.

Manufacturer narrative:
As reported, post implant of galaflex, the patient experienced fluid discharge and left breast device failure to integrate. The surgeon did not identify any causal relationship between the failure to incorporate being due to the galaflex implant used to treat the patient. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.